Event description:
The customer reported the ventilator stopped cycling while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem of the device stopped cycling. During extended self testing (est) the service technician reported testing failed due to an air system check valve leak. The service technician performed inspection of the check valve and reported the check valve body was found detached from the ring. The service technician replaced the check valve to correct the finding. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Check valve.